Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned an investigation will be conducted and a supplemental report will be filed. Pump settings and delivery history were reviewed and confirmed as accurate. No conclusions can be made at this time.

Event description:
It was reported that the patient contacted a health care professional to treat elevated blood glucose levels.